Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip came off after (B)(4) joules and 8 minutes of use. The fiber was exchanged, and the tip came off of the second fiber in use after (B)(4) joules and 17:46 minutes of use. The procedure was completed utilizing a third fiber. Patient outcome: "ok"; there was not patient injury reported due to the event. This report is for the first fiber.